Manufacturer narrative:
Evaluation of the returned jet7 confirmed a proximal shaft fracture and revealed the internal coil winds were unraveled. This type of damage typically occurs if the device is forcefully retracted against resistance or is mishandled at extreme angles during use. If the device is forcefully mishandled at an extreme angle during retraction, damage such as a fracture may occur. Further device revealed additional kinks on the jet7. This damage was likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.